Manufacturer narrative:
Fields changed: b4, g4, g7, h1, h2, h6. The manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was not explained, no further investigation is possible at this time. Based on the case history reported, the root cause of the event reported cannot be definitively stated. However, based on the documents review performed, no manufacturing deficits were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval IFU.

Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was informed on this event through the sure avr registry.on (B)(6) 2019, a male patient received a pvs25 in aortic position. The procedure was performed in median sternotomy and a concomitant CABG was performed. On (B)(6) 2019 (postoperative day 6), the patient received a permanent pacemaker due to an av block grade iii. The patient was discharged on (B)(6) 2019 with a good valve functionality (mean gradient 5mmhg, no leaks).